Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a procedure, the neuron max 6f 088 catheter was already kinked out of the package.

Manufacturer narrative:
Result: the neuron max 088 catheter is fractured approximately 26.0 cm from the distal tip. There is also a kink approximately 26.9 cm from the distal tip. There is no visual damage to the dilator. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the neuron max 088 catheter was found kinked during removal from the packaging. Evaluation of the returned device confirmed the kink described in the complaint however, the neuron max 088 catheter was also fractured. The cause of the damage to the catheter was likely improper removal from the packaging and handling during preparation for use. This device is packaged in a shipping tube to protect the catheter shaft from damage. The damaged section of the catheter would have been inside the shipping tube in the packaging. In addition, these devices are 100% visually inspected during packaging and all damaged devices are rejected. The dilator is functional and was not described in the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.